Event description:
Healthcare professional reported "one patient that had her tab pop off had the tissue expander flip over and was not able to properly expand the pocket". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: flipping and broken device.